Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a crack on the screen of the insulin pump and there was a spot on the screen making it difficult for the customer to see. There was also a crack on the reservoir compartment. The customer's blood glucose was 160 mg/dl. Nothing further was reported.